Manufacturer narrative:
The device was returned to the manufacturer for evaluation and no evidence of thermal damage or odor to the device was observed during a visual inspection and operational test. Evaluation of the device's usage data log revealed (5) occurrences of the device malfunctioning and subsequently shutting down (the shut down is by design) on (B)(6), 2009. It also revealed (20) instances (errors) of an invalid key being depressed at startup or a key being depressed continuously for 30 seconds after startup. These were recorded between (B)(6) 3009 and do not appear to be associated with the event reported in this complaint. Internal examination of the device revealed its sensor and therapy printed circuit assembly's each exhibited signs of contamination consistent in appearance with tap water evaporate. The device's blower assembly was similarly affected. We believe the fluid ingress that left this residue adversely affected the blower's performance, and this led to the error codes and subsequent shut down of the device (be design) on (B)(4), 2009. The cause of the key switch errors recorded in the usage log could not be determined. Because the CPAP device is intended only for the treatment of obstructive sleep apnea in spontaneously breathing patients, we do not believe the failure of the device to provide therapy (when it shut down as a result of the blower assembly problem) was a cause or contributing factor or reason for the patient's hospital admission. Based on the device's usage log, we believe any odors or fumes produced as a result of the blower assembly problem would have been very minimal and very short in duration (based on the operational state of the device, information provided in the usage logs, and the customer's complaint.) If any odors were observed by the patient that caused concern, we believe they would have ceased use of the device without any adverse consequence, and obtained a replacement device through their dme. We also conclude, because the device was both operational and exhibited no hard failure, signs of a thermal event, fire or smoke emissions (when it was evaluated by the manufacturer,) that any odors that may have occurred at the time of the reported event were a consequence of the water ingress (use error) and the resultant intermittent blower assembly. In summary: we believe that fluid ingress evidence occurred as a result of use error, and that this fluid ingress adversely affected the device's blower assembly (resulting in error codes and shutdown of the device). However, we believe the findings and evidence available do not support a conclusion that our device emitted smoke and or an odor that would have caused or contributed to an adverse patient outcome or hospital admission. We therefore conclude no further action is appropriate; however, we will file a follow-up report if additional information becomes available regarding the patient's experience and outcome.

Event description:
A continuous positive airway pressure device (CPAP) reportedly malfunctioned and emitted a burning rubber odor and smoke prior to becoming inoperative. The patient using the device reportedly was admitted to a hospital as a result of this event; however, requests by the manufacturer for the admission reason and diagnosis, interventions (if any), discharge date and pre-existing conditions were not provided by the patient or able to be provided by the (B)(4) who provided them the CPAP device.